Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. No address was provided by customer. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer in a follow-up email to ensure that the initial complaint was resolved - unable to establish contact with the customer. Unable to obtain phone number or address to the customer.

Event description:
Complaint received via email by customer: hello today I went to give my son his dinner shot and I noticed something in this brand new syringe that I took out of the package. I saw liquid already in the syringe. This isn't my imagination, nor is it any weird reflection, in one of the needles with liquid it actually pooled up into a droplet inside of the needle. I was wondering if you knew what this liquid that is in (now that I'm paying extreme attention) most of your syringes? I have decided to put the boxes of your product aside and use other brand for now as the ones I have looked at from theirs or even the generic (B)(6) brand don't seem to have liquid in them. I figured I would ask you guys here instead of one of the universities here to help as the labs always like getting little things like this to investigate. Please let me know what this liquid is. Customer contact us again via email as a respond to our email asking for contact information to better assist the customer. Email read as follow: I will let you and everyone else know what the liquid is inside of the syringe as soon as tests get back. I will send you a link to whichever forum or group that I share the information on. Unable to contact customer. No phone number was provided by customer.